Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2021-00032). This MDR resubmission now reflects the correct product registration number. For the failure mode: case rear- damaged/cracked, imdrf (B)(4), no further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. For the failure mode: iu00 - iui - damage ¿ other, imdrf code (B)(4), no further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.